Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that has a malfunction with the door; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that has a malfunction with the door was confirmed by baxter personnel. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The pump head door with required parts were replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The quality engineer has identified the broken door as the assignable cause. .